Event description:
Additional information received noted that the right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the patient's right ventricular lead exhibited noise oversensing causing pacing inhibition. Programming changes were performed. The patient was in stable condition.